Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the elastomer of the cassette and a system message displayed on the console after the procedure since the defect occurred after using the console, there was no interference. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for this finished goods lot. The device history record shows the product was released per specifications. The used returned sample was visually inspected and the filters on the cassette were saturated with balanced salt solution (bss) solution. Additionally, the drip chamber was cut off from the administration line. A replacement from labstock was used to continue testing. An elastomer air burst test was performed and the sample functioned within specifications. Upon further inspection; in returned condition, the cassette did not exhibit any evidence that fluid may have leaked from the pump elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was used to test the sample. The sample could prime, and tube with the handpiece successfully. No anomalies were observed during priming. No system message code was generated during testing. 400 ml of fluid was introduced to the cassette to observe for during operation. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).